Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (3500mcg/ml, 1250mcg/day) in an implantable pump intractable spasticity. The pump eroded through the skin of the pump pocket. The issue was first observed on (B)(6) 2016. The patient was being treated for an infection via intravenous antibiotics. The pump was reportedly externalized an remained in service until the dose was appropriate to stop therapy. The dose was decreased in 20% increments while the patient was receiving antibiotics. The issue resulted in patient hospitalization. The pump was placed in a bag outside of the patient's body and was planned to be replaced at a future date. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was considered to be ongoing. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.